Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062918. The device involved in the event was discarded, therefore a return sample evaluation is unable to be performed. (B)(4). Bezoar and ulcer are known complications of a j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018 a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. It was reported (B)(6) 2020 that during a planned device replacement, the physician discovered a broken j-tube, a bezoar and a duodenal ulcer. The device was removed and not replaced. Currently the patient is on oral therapy and a new placement will be evaluated after the summer.